Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material on the nozzle could not be identified and the cause of why the material remained in the nozzle could not be specified. In regards to the material on the switch, it is likely the material originated from raw material generated when molding the sw (rubber parts). Pellet for rubber is a material used to form plastics of a rice-grain size. The pellet is softened by heating at the forming process, and processed to the shape of the product by a molding machine. Though it is quite rare, the pellet may not melt completely and remain. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that foreign material was found on the nozzle and switch 3. There was no patient involvement.